Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp)displayed power-up test fails code #14.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp)displayed power-up test fails code #14. FDA medwatch (B)(4) was received on 04apr2024 which stated the following details: implantable aortic valvo-ump (iavp) console alarmed maintenance required and overheating. Device taken out of service and sent to bio-med.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and problem code). Updated data: a2, a3, a5, b4, g3, g6, h2, h10, h11. Patient race reported as black or african american.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the compressor (0119-00-0236), 1/8 npt muffler (0103-00-0631), and <100 micron muffler (0103-00-0499). The fse recalibrated the regulators. The fse completed a preventive maintenance (pm) with all functional and safety tests as per the manufacturer specifications. The iabp was returned to the customer.

Event description:
N/a